Event description:
Pt admitted to hospital with new onset tias involving transient visual loss, ataxia, leg weakness. Also noted to be in new onset atrial fibrillation. No prior history of atrial fibrillation. Status post placement of atrial septal occluder device -cardioseal occluder device - in 2007 for treatment of migraine headaches presumed to be caused by patent foramen ovale. A transesophageal echocardiogram -tee- done in 2008 showed a large thrombus attached to the left atrial side of the occluder device. Emergent surgery to remove the device was done two days later at hospital. Surgical findings included a left atrial thrombus attached to the device as noted on tee in addition to a sterile abscess of the left atrial wall possibly caused by pressure necrosis from the occluder device. Pt had the device removed, the atrial septum repaired with a pericardial patch, and a modified maze procedure done for atrial fibrillation. The explanted device was sent to pathology and efforts are being made to send it back to the manufacturer. Concern was also raised about the atrial fibrillation somehow being provoked by the closure device in that this was a young pt in whom atrial fibrillation should be rare and who never had atrial fibrillation before.